Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A tritanium hemi cluster hole cup 52mm was removed from an infection case.

Manufacturer narrative:
An event regarding infection involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: the part was visually inspected and was found to be visually unremarkable. Medical records received and evaluation: records were not provided for review. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events similar for the reported sterile lot or lot ids. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
A tritanium hemi cluster hole cup 52mm was removed from an infection case.